Event description:
Caller states that when she broke the control vial her finger began to bleed. She reports washing her hands and applying peroxide. No medical treatment received. Requested return of suspect device and replacement was sent.